Manufacturer narrative:
The water leakage was due to a broken hydraulic connector. After the replacement of this connector, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has a water leakage.